Manufacturer narrative:
The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable. The infection allegation could not be confirmed by laboratory analysis.

Event description:
It was reported that the patient with this pacemaker system experienced an infection. Subsequently, this pacemaker was explanted. No additional adverse patient effects were reported.